Event description:
Caller reported experiencing an alarm 2 followed by alarm 26, indicating an occlusion event occurred earlier in the day. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer changed the trusteel infusion set and cartridge and resumed using insulin. There was no need for additional assistance, and the case was closed by technical support.